Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 700 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being dislodged and bent, while wearing it on the arm. For treatment, the patient changed out the pod and gave correction bolus. The patient was vomiting.

Manufacturer narrative:
No bends, kinks or damages were observed on the soft cannula. The received device had the cannula assembly fully deployed and the formed needle completely retracted. The needle mechanism, bottom housing, and adhesive pad were inspected and no damages or defects were found that would contribute to a dislodging of the cannula. The exact cause of the reported dislodged cannula could not be determined. No other damages or defects were found that would result in a failure to deliver insulin.